Event description:
On 1-9-98 rptr was informed verbally by a rep of howmedica inc (rutherford, nj) that one component of a total hip prosthesis recently implanted by them in a pt was defective and had been recalled. The item recalled was a size p5 acetabular insert for the howmedica series 12 osteolock acetabular shell, and is identified by the lot # "uxbga". Rptr has also ascertained verbally the following info: this lot acetabular inserts (and another lot-#uxbia) has been identified as defective by howmedica sometime before december 17, 1997. The MFR claims that its recall protocol was instituted at that time. However, rptr performed surgery on 1-2-98 and unknowingly implanted one of the recalled devices. It was not until 1-9-98 that rptr was informed by a sales rep from howmedica that "we have a problem". Furthermore, neither the hosp where the surgery was performed nor rptr or anyone else in rptrs group was informed that a recall had been issued by the MFR, until after the date of surgery (and in no case before 1-5-98). Rptr has also ascertained in telephone conversations with individuals at howmedica inc that at least 50 other pts have had such defective inserts implanted and that several of these pts have required revision surgery because of dislocations associated with the defective implants. As yet, rptr has still rec'd no written info from howmedica inc regarding the problem. Rptr believes, that this matter should be investigated by the FDA, both because of the sale of defective implants but also because the MFR failed to properly disseminate this info to hosps and orthopedic surgeons. The failure to notify either dr or the hosp therefore resulted in the implantation of a defective device at a time when the MFR knew that the device was defective.